Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, rupture, silicone migration. Photo analysis: visual analysis of the photographs identified: rupture/silicone migration: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "capsular contracture baker grade IV with implant displaced but firm", "left implant higher and showing a waterfall deformity¿, "intracapsular silicone implant rupture", ¿per ultrasound, there is surrounding echogenic noise resulting in snowstorm appearance, consistent with free silicone¿, "left sided chest and shoulder pain". This record is for left side. The device was explanted and replaced. Treatment: device removal and replacement, total capsulectomy.